Manufacturer narrative:
Lens was returned in a micro-centrifuge vial with moisture on lens; visual inspection for no visible damage to lens. (B)(4).

Manufacturer narrative:
Unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -11.5/+2.5/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was re-positioned due to lens rotation not associated to a low vault. On (B)(6) 2018, the lens was exchanged with a same size lens, different axis lens. Reportedly, the lens exchange resolved the problem. The surgeon states "vertical implantation of the same size icl, problem solved." The cause of the event is reported as unknown.